Manufacturer narrative:
However, the insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, reservoir tube window cracked, cracked belt clip slot and shifted end cap sticker.

Event description:
It was reported the customer received a failed selftest alarm on their insulin pump. Customer also reported their insulin pump had stopped delivering insulin. Customer's blood glucose was 177 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. The customer also stated their temp basal was not programmed prior to the alarm occurring. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).